Event description:
It was reported that while in the coronarography dept, the md inserted the intra-aortic balloon (iab) into the male pt's left femoral artery. The pt was transferred from coronarography to reanimation where the md put a dialysis catheter into the right internal jugular. While md was inserting the dialysis catheter, the pump stopped pumping without any alarm. The md saw on the display that an ECG was available, but no arterial pressure wave. Md had seen blood in the helium tubing and called a cardiologist to help her. At this time the cardiologist pushed the "on" button several times. After that, they decided to remove the iab from the pt. Another iab was not inserted.

Manufacturer narrative:
(B) (4). Product will not be returned for eval.